Event description:
A customer reported a malfunction on their pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support, and the issue was resolved after resetting the pump. Technical support advised the customer to continue using the pump and to call back if the malfunction code recurred. The customer acknowledged and understood the instructions.